Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down due to a power surge and would not boot back up. The unit was in use on patients, but no patient harm was reported. They sent the unit in for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) shut down due to a power surge and would not boot back up.

Event description:
The customer reported that the central nurse's station (cns) shut down due to a power surge and would not boot back up.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, customer at broward health reported a power surge knocked the cns-6201a (pu-621ra sn:(B)(6)) offline and it would not come boot back up. Ups was replaced, with no change. Service requested repair. Service performed. The unit was cleaned and evaluated. The reported problem of "power surge knocked the cns offline and it would not come boot back up." Was duplicated. Replaced 2 hdds (hard drives), and reloaded software and resolved the issue. Tested and complete all steps in the maintenance check sheet per the service manual. The unit completed 5 days of extended testing and operates to manufacturer's specifications. 9000006111a - hard drive (x2). Investigation result. The cns was delivered to the customer on 09/13/17 as a consignment unit. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Customer's maintenance history of the unit is not available. Issue occurred after power surge at the facility. Age and condition of the ups connected to the cns was not provided. Failure of the hdd is attributed to improper shut down of the cns. Issue was resolved by replacing the hdds and the unit was tested to operate within specifications. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 05/22/2018 not 06/20/2018 as listed on MDR initial report. Additional information: b4. Date of this report; e2-3. Initial reporter; f6. Date user facility/importer became aware of the event f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type? Additional information, correction, device evaluation; h3. Device evaluated by manufacturer?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.